Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional informaiton has been requested, but not yet received.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced mesh erosion/exposure which required the mesh to be trimmed on two occasions, a urinary tract infection, dysuria, frequency, vaginal tenderness, "residual dyspareunia" vaginal spotting, and mild pelvic relaxation.